Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unsure'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('bleeding: gen. Abnormal. Bleed/ abnormal bleeding (general)') in a 35-year-old female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "tubal occlusion by essure and an endometrial (hydrothermal) ablation" on (B)(6) 2012. The patient's medical history included blood clot in urine. Previously administered products included for an unreported indication: birth control pills and mirena. Concurrent conditions included menometrorrhagia. Concomitant products included progesterone (progestin). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), fatigue ("fatigue") and abdominal pain ("pain abdominal") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, full hysterectomy with bilateral salpingectomy and full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, genital haemorrhage, female sexual dysfunction, dyspareunia, depression, fatigue, hormone level abnormal and abdominal pain outcome was unknown. The reporter considered abdominal pain, depression, device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff states that she received treatment for female sexual dysfunction, dyspareunia, genital haemorrhage, psychological trauma, hormonal imbalance, fatigue, device dislocation. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: test bilateral occlusion. Total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical record: medical device monitoring error most recent follow-up information incorporated above includes: on 11-sep-2019: pfs and mr received ¿ new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain abdominal, essure insertion and endometrial (hydrothermal) ablation were added. Event psych injury updated to depression. New reporter, medical history, concomitant medication and lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('bleeding: gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, genital haemorrhage, female sexual dysfunction, dyspareunia, psychological trauma, fatigue and hormone level abnormal outcome was unknown. The reporter considered device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal and psychological trauma to be related to essure. The reporter commented: the plantiff states that she received treatment for female sexual dysfunction, dyspareunia, genital haemorrhage, psychological trauma, hormonal imbalance, fatigue, device dislocation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: test bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received : incident category updated. Removal date updated. Event ¿ injury¿ was replaced with events- female sexual dysfunction, dyspareunia, genital haemorrhage, psychological trauma, hormonal imbalance, fatigue, device dislocation. Lab details added. Reporter information, patient details, product indication updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.